Event description:
Complaint alleges: it was reported that during an aortic valve replacement procedure, while tying the stitches down, they broke. The surgeon replaced the sutures and finished the case. There was no harm to the patient and no medical intervention was required. The patient is in stable condition.

Manufacturer narrative:
Device history record (DHR) shows that the product was assembled and inspected according to manufacturer's specifications. Device sample received by manufacturer, but investigation is still underway at time of this report.